Event description:
Customer reported a button error alarm due to moisture being exposed to the insulin pump. The blood glucose reading is 157 mg/dl. The insulin pump will be replaced. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned and evaluated by the manufacturer. The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.